Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawers 1.1 and 1.2 were failed. A field service engineer reseated the row board cables, retractor bands and the pyxibus cable to resolve the issue. Logged into hardware test application and ran final test drawers and pockets were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station 7silver-west main drawer 1.1 and 1.2 and cubie were failed to open, failed to lock and failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.